Manufacturer narrative:
Manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years from the post deployment abdominal fluoroscopic images demonstrated the filter had migrated caudally with a moderate tilt to the right. Therefore, the investigation is confirmed for filter tilt, cephalad and caudal migration of the filter. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal done under ultrasound through right external jugular vein procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal done under ultrasound through right external jugular vein procedure. The current status of the patient is unknown.